Event description:
It was reported that at a follow up, upon interrogation the device exhibited loss of telemetry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information on (B)(6) 2014 notes the device exhibited telemetry anomaly once again.

Event description:
Additional information on (B)(6) 2015 notes the device continued to exhibit telemetry anomaly. The device would be replaced.

Event description:
It was reported that the device exhibited a telemetry anomaly. New information on (B)(6) 2014 notes the device exhibited telemetry anomaly again. The patient would be followed-up.